Manufacturer narrative:
Initial.

Event description:
It was reported that the iLet touchscreen was cracked when the device fell from a belt clip, after which the touchscreen became unresponsive while the pump otherwise continued to function; the event involved the touchscreen component and aligned with a device fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and review of information provided by the user or third party. Investigation of this case revealed stress-related damage to the touchscreen consistent with a fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.